Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with failed battery test alarm due to power connector on battery tube not plugged in properly. No blank display noted. Insulin pump had cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer's father reported that the insulin pump had been dropped on carpeted floor and that the screen immediately went blank. He stated that the customer had woken up the next morning with a very high blood glucose. The blood glucose reading at the time of the report was 156 mg/dl. Nothing further was reported.